Manufacturer narrative:
The reported events of lead noise and unacceptable threshold were confirmed. As received, a complete lead was returned in two pieces. The helix was extended, offset, and clogged with blood/tissue. Electrical testing found short between the ring electrode and right ventricular cables. Destructive analysis found two internal insulation abrasions breaching the ring electrode cable lumen under the right ventricular shock coil with one of the ring electrodes etfe cable coating abraded. The inner coil lumen was intact in this region. The cause of the reported events was due to internal insulation abrasion underneath the right ventricular shock coil.

Event description:
Additional information received noted that the lead was explanted and successfully replaced. There were no patient consequences.

Event description:
It was reported during in clinic follow up that right ventricular lead exhibited noise and high capture threshold. Programming changes were implemented. There were no patient consequences.